Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported and observed issues. Physio determined that the cause of these issue was integrated circuit, designator u10 on the digital pcb assembly. U10 was no functioning normally. The device was destructively tested. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would not charge properly for defibrillation which resulted in a delay of over 30 seconds to deliver therapy. In addition the device did not give proper voice prompt to inform the user to press the shock button. As a result defibrillation therapy may be delayed or not provided if needed. There was no patient use associated with the reported event.